Manufacturer narrative:
The device was returned to olympus for evaluation. Based on the results of the investigation, it is likely the damage to the instrument channel was caused by stress. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited scrapes in the biopsy channel there were no reports of patient involvement.